Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering insulin properly. Customer's mother reported that the customer had been experiencing high blood glucose levels since the day before the call. Blood glucose level at the time of the incident was 391 mg/dl. Blood glucose level at the time of the call was 184 mg/dl. The customer reported having thirst and shakiness related to the high blood glucose levels. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.